Event description:
The implantable neurostimulator (ins) turned off unexpectedly. The physician turned it back on, but the stimulation did not seem as effective as before. Several programming modifications were made to try to obtain efficacy again; amplitude was raised up to 5.5v and frequency was programmed 60 hz to try low frequency stimulation. None of the programming attempts were useful. The stimulation was reprogrammed to the original parameters (130 hz / 450 microsec). The ins was in bipolar mode 1+ 3- because patient had a cochlear implant which could have interferences with a monopolar dbs (deep brain stimulation) system. Impedance readings of all combinations involving contact 3 were >2000 ohms. The physician tried to use combinations which did not involve contact 3, but obtained no clinical effect. There was reported to be no patient injury. The patient was doing well without dbs efficacy. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report number 9614453200903621.